Event description:
Information received indicates the head section is drifting down slowly within 24 hours.

Manufacturer narrative:
The technician replaced the leaking head hi/low down valve to repair the bed.